Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on a homechoice (hc) device, it was reported that air was observed in the heater line, while the hp was connected. There was no report of an alarm associated with the air. The technical service representative (tsr) advised the hp to start over with new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.